Event description:
Laparoscopic cholecystectomy - "the clip applier was inserted by dr (B)(6) into the pt's abdomen through the 12mm subxiphoid port. Dr (B)(6) deployed five clips. Clip numbers four and five were then removed from the pt's abdomen by dr (B)(6) and discarded."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was available when the initial report was submitted, then the supplemental report will be submitted to the FDA.